Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was exhibited on the implantable cardiac defibrillator. Programming changes were discussed. No patient symptoms were reported.